Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where infusion set tubing detached from connector after using the infusion set for one day. Patient reattached tubing and was suggested to change set if moisture was near area. Patient also requested replacement. No further information available.